Event description:
The information received indicated that during an angioplasty of the superficial femoral artery with contralateral access, the stent started to get released within a 7f competitor introducer. The product is available for evaluation.

Manufacturer narrative:
The product is available for evaluation but has not been returned yet. Additional information will be submitted within 30 days from receipt.